Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt has experienced an increase in seizures over the last couple of months; however, this was not an increase over the pt's pre-vns baseline frequency. Neurologist indicated that there have been no recent medication changes or environmental stimuli that could have contributed to the increase in seizures. Neurologist believes that the ncp system is related to the increase in seizures. The pt has not suffered any recent trauma or injury that may have resulted in device malfunction. The pt is going to be evaluated by neurosurgeon for revision surgery and possible device replacement. Lead break is suspected. Review of mfg records for both the pulse generator and bipolar lead revealed no anomalies that would adversely effect device performance. Review of x-rays did not identify any obvious discontinuities with the ncp system.

Event description:
Further follow-up revealed that following that after the revision surgery (new vns implant), the pt's seizures are now better controlled. Product analysis summary: a large portion of the lead (model 300-20) was returned in three pieces. Two lead breaks were identified during the analysis, one at the end of the lead and the second, 4mm from the end of the lead portion that was returned. The breaks were identified as being caused by fatigue fractures. The mechanism of the breaks could not be identified as a result of damage to the coil wires. Due to the appearance, it is not possible to conclude if current was flowing at the time of the breaks. Analysis verified that the lead pin to generator contact was sufficient. The remaining lead portions were consistent with conditions that typically exist following an explant procedure. The concomitant device was also analyzed. The pulse generator met the MFR's final electrical test specifications. No performance anomalies were noted. There is no indication that the reported lead discontinuity, high impedance, or increase in seizures is related to the pulse generator. The likely cause of the reported lead discontinuity, high impedance, and increase in seizures is a lead break. The causes of the lead breaks were not determined. Possible causes of a lead break include; 1) mechanical failure, 2) implant technique 3) twisting of the lead, 4) violent seizures, and 5) physician injury/accident.